Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon. There was a hypotube kink 50cm from the strain relief. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon. The device was prepped with .014¿ guidewire and with an inflation device filled with water. The device was inflated to nominal pressure and the markerband alignment was measured. The proximal markerband was 5mm distal of the proximal balloon cone, which is out of specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the ro markerbands were missing. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the physician noted that the markers are not on the balloon where they should be. The device was removed and the procedure was completed with another 2.50mm x 15mm emerge¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ro markerbands were missing. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the physician noted that the markers are not on the balloon where they should be. The device was removed and the procedure was completed with another 2.50mm x 15mm emerge¿ balloon catheter. No patient complications were reported and the patient's status was stable.